Event description:
Consumer states that the seat upholstery was sagging and the clothing guards were cracking, consumer states that the seat and the clothing guard was replaced and a week later the same issue happened again. No additional information provided. Consumer does not want a replacement part wants to return the chair completely advised she will need to consult spinlife about their return policy.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.